Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an abnormally fast atrial pacing dropping ventricular blanking over an intrinsic ventricular event that causes functional loss of sensing was observed in the middle of the night. This issue caused secure sense (nsrvo) algorithm to become distracted, and crosstalk was observed. Programming changes were made. Normal device function was observed after the programming changes. The patient was stable and will continue to be monitored remotely via merlin.